Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer claims her humidifier melted a hole near the control knob. There were no reports of injury or property damage with this incident.